Event description:
It was reported that the patient was in the hospital right now and they couldn't stand or walk so they weren't sure if the dbs unit was still stimulating the patient's brain or not. They stated they tried to see if it was all working and they were able to connect to the patient's implant settings and everything as far as they could see was ok but when they plugged the communicator in, it would only go up to 4% and it wouldn't take a charge and wouldn't keep charging. They said they were able to check the battery levels in the therapy menu and everything seemed ok aside from the communicator being at only 4% even though they kept trying to charge it. Caller said the implant battery was ok and wouldn't need to be replaced for another 10 months. Caller confirmed that the therapy was on, but the patient still couldn't walk and the hospital staff was concerned that the implanted neurostimulator wasn't stimulating the brain anymore because the patient had a fall at the end of december at home and then the patient had fallen two more times after that, the last one, around a week and a half ago and had to be admitted into the hospital and they found the patient had a broken vertebrae for which the patient had surgery. They said that the patient was still recovering from the surgery and had to wear "some type of sling" but now the patient's therapists were trying to figure out why the patient couldn't stand or walk. They didn't know if it was the dbs, or the dementia, the falls, the parkinson's or what. They said they wanted to check to see if the implanted system was still working so they could do a "process of elimination." Caller said they called representative (rep) who would do all the patient's adjustments today and last week about the issue and wanted rep to come to the hospital to help check the implant but rep told the caller they weren't authorized to drive to the hospital to help the patient andcheck the implanted system. They said the rep told them that the implanted system would have to be checked at the patient's managing/follow up health care provider's office. Patient services provided caller with the national answering service (nas) number for the facility to call if they needed a representative to come to the facility to help assess the patient. Patient services reviewed the role of the representative with the caller and redirected the caller and patient to continue working with the patient's healthcare team to further address the issue. A request was sent to the repair department to replace the communicator. No further action was taken by patient services. Additional information was received from hcp stating everything is working normally. Patient has slightly elevated impedence on 3 on left hemisphere. The implantable neurostimulator was not causal or contributory with respect to the patients hospitalization. The weight of the patient was 167 lbs. The ins was not causal or contributary with respect to the patient's fall. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.